Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The compact flash card and central processing unit were replaced. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a system failure. The clinician cycled power and completed the case with no further reported complaint. There was no reported patient injury.